Event description:
It was reported that the patient experienced sustained hyperglycemia with cgm readings peaking around the mid-300s mg/dl and confirmed by glucometer, associated with an interruption in insulin delivery when the infusion set was changed and the cannula fill step was not completed for approximately three hours; the system prompted to finish filling the cannula, delivery was subsequently resumed, and glucose trended downward while using an inset in the abdomen with a dexcom g7. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no health consequences or impact. Investigation included interviews with the caregiver and analysis of information provided by the user. Investigation of this case revealed no additional findings, and device problem and component details remained insufficient based on the information available. It was concluded, based on previously established findings for similar reports, that the cause was not established.